Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, all orders did not cross over to one station and error message was displayed on the screen stating, "patient order may not be current, order interface problem". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all orders were not crossing. A technical support specialist (tss) ran the server downtime query and found no interface delays. Station synchronized was checked, and last upload and download times were current. Station data synchronization debug was reviewed with no errors found. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.